Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer's blood glucose was in the 300 mg/dl and 400 mg/dl ranges. The patient experienced headache as a symptom of her high blood glucose. The patient treated via insulin pen injection. During troubleshooting there were no anomalies noted with the insulin pump or infusion set. The caller also declined to review the insulin pump settings. A high pressure test could not be performed. The insulin pump will not be returned for analysis.